Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use of the bd vacutainer® push button blood collection set with pre-attached holder blood splattered/leaked or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter translated from danish to english: "the customer experienced the device squirting/ splashing with blood when they pull the needle back, which is inappropriate. They are used to taking samples, so they are used to handle the needles correctly.¿ the customer states there was no mucosal membrane exposure of blood or to health care worker exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the bd vacutainer® push button blood collection set with pre-attached holder blood splattered/leaked or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter translated from (B)(6) to english: "the customer experienced the device squirting/ splashing with blood when they pull the needle back, which is inappropriate. They are used to taking samples, so they are used to handle the needles correctly.¿ the customer states there was no mucosal membrane exposure of blood or to health care worker exposure.